Event description:
A vascular stent was mounted onto an 8mm balloon angioplasty catheter and advanced to the level of the right iliac stenosis. The balloon burst at inflation. The lumen could not be inflated and the stent became trapped in the balloon. Efforts to correct this resulted in the stent becoming lodged in the groin area. Under general anesthesia the stent was removed from the subcutaneous tissue outside the common femoral artery. The stent placement procedure continued and was successfully completed. Pt was admitted for overnight observation.